Manufacturer narrative:
This report is a response to medwatch report mw5095097. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 040220 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/17/2020 a surgeon submitted a voluntary report to the FDA (mw5095097) regarding an adverse event that occurred 17 days post-surgery. The date of surgery was (B)(6) 2020. According to the surgeon, the event occurred 17 days post surgery. The report states that the patient had drainage from their incisions. The surgeon returned the patient to the operating room for a washout & implant replacement.